Event description:
Cto of rca, started with fielder xt escalated to confianza pro 12 with turnpike; only spinning and trying to cross with the confianza for maybe 2 minutes, wire broke off in heavily calcified lesion/cto. Crossed with astato, opened vessel and ivus showed subintimal wire location behind calcium.